Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a faulty door handle. Customer reported gas spring not holding the door properly, door stays open and when closing, it will not come down properly. Customer needs to hold the door as its closing to avoid the door slamming down shut. Service determined the gas spring had failed, service replaced the gas spring and verified door is functioning as intended; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause can be attributed to faulty gas springs. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.